Manufacturer narrative:
(B)(4). Batch # r58p95. Device analysis: the analysis found that one ec60a device was returned with the rotating nozzle damaged and with four ecr60b cartridge reloads present. The reload (b) was received unfired. The reloads (c, d and e) were received fully fired. The device was tested for functionality in the articulated position with the returned cartridge reload (b) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. Reload b: ecr60b, r58f28, unfired. Reload c, d and e: ecr60b, r58f28, fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the left upper lobectomy, could not fire with 1st reload on the 2nd stroke of 1st firing and noted the firing trigger was loose. Changed 2nd reload, could not fire. Changed 3rd reload, could perform firing but still noted the firing trigger was loose. Could not fire with the 4th reload. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.